Event description:
It was reported that difficulty crossing a lesion and patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a target lesion with a greater than 45 and less than 90 degree bend, located in the mildly calcified left circumflex (lcx). A 32 x 2.75 promus premier stent was advanced, but could not cross the target lesion. The patient developed complications on the table and expired. Because of the patient complications and patient death, the stent device could not be retrieved from the patient body. There is no other information available regarding the patients medical history or concurrent medical conditions. It was later reported that the lesion was pre dilated with a semi compliant balloon and a guide extension was used to deliver the stent. No additional patient complications were reported in relation to this event. There is no other information available regarding the patients medical history or concurrent medical conditions.

Manufacturer narrative:
Age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that difficulty crossing a lesion and patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a target lesion with a greater than 45 and less than 90 degree bend, located in the mildly calcified left circumflex (lcx). A 32 x 2.75 promus premier stent was advanced, but could not cross the target lesion. The patient developed complications on the table and expired. Because of the patient complications and patient death, the stent device could not be retrieved from the patient body. There is no other information available regarding the patients medical history or concurrent medical conditions.